Event description:
Reporter indicated that the pt's ncp system was explanted due to infection. The pt underwent generator replacement surgery for end of service in 2002. The replacement generator was later explanted due to infection. It is not known at this time whether the original lead was also explanted. Pt is scheduled for re-implant in 2003.